Manufacturer narrative:
Product event summary: the data files and flexcath sheath, 4fc12 with lot number 07992 were returned and analyzed. The data files showed at least 25 applications were performed with a balloon catheter on the date of the event and system notice 50001 ¿the vacuum is disable due to a problem with the coax cable¿ was triggered on one application. Visual inspection of the sheath showed the device was intact with no apparent issues. Flushing/ air aspiration testing did not show any air passing through the tube or expelled from the distal tip. Functional testing of the sheath confirmed the hemostatic valve was leaking. Air bubbles were observed through the valve. The valve disk was suspected to be torn. In conclusion, the sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon aspiration, air bubbles were aspirated via the hemostatic valve of the sheath. The balloon catheter was advanced and retracted slightly in an attempt to reseat the valve without resolve. The sheath was replaced without resolve. The physician opted to place the valve hub of the sheath under water, and no air bubbles were noted. The case proceeded and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.